Manufacturer narrative:
Exemption number: e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the heavily calcified, mildly tortuous and 75% stenosed anatomy resulted in the reported difficult to advance. Interaction with the heavy calcification likely compromised the balloon thus resulting in the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an eccentric heavily calcified, mildly tortuous, de novo proximal left circumflex lesion that was 75% stenosed. A 2.75x18mm xience sierra stent was successfully implanted. The 3.50x08mm rx nc traveler balloon dilatation catheter met resistance with the anatomy during advancement. The balloon ruptured on the second inflation at 12 atmospheres. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.